Manufacturer narrative:
It was reported that in the middle of a colonoscopy the head of the endoscopic cleaning brush fell out of the scope while inside of the patient. Reportedly, the physician had to manually retrieve, from the patient's rectum, the detached brush head. Per report, during previous cleaning of the endoscope, the endoscopic cleaning brush head detached from the tubing and was lodged in the endoscope. The endoscope was sent to an outside facility for cleaning and maintenance and returned to the facility for use. While performing the colonoscopy the brush head fell into the patient during the procedure. The surgeon was able to remove the brush head without further incident. The patient was not under general anesthesia at the time of the incident. The procedure did not last longer than expected. There was no report of any adverse patient consequence, no effect on the patient's stability, and no additional medical intervention required as a result of the incident. The sample was returned for evaluation and the root cause was determined to be maintenance error. Due to the need for medical intervention to retrieve the separated brush head, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the patient was undergoing a colonoscopy and a detached brush head from an endoscopic cleaning brush fell out of the scope while inside of the patient.